Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion- the device investigation revealed mechanical damage to the electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had excellent use of her device for 4 years. She presented to the clinic in (B)(6) 2015 stating that she could not hear no trauma was reported and an x-ray states that the electrode is in the cochlea. The patient was re-implanted.

Event description:
The pt had excellent use of her device for 4 years. She presented to the clinic one week ago stating that she could not hear.